Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet could not be charged and would not power on, with a solid light observed on the charger; after moving the charger to a different outlet and plugging it directly into the wall, the device screen turned on and the charger later showed a partial charge, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.